Manufacturer narrative:
Additional information: d4/h4. Correction: h3. Manufacturing evaluation conclusion: the reported event of low flow and driveline fault alarms was confirmed. The system controller (serial #: (B)(4) was returned for analysis. A log file was extracted from the system during preliminary testing. The extracted log file (7c061322) contains the same events from the submitted log file. A log file (7b252032) was submitted for review. A review of the log file showed 240 events spanning approximately 23 days (B)(6) per time stamp). The pump speed fell below the lsl on (B)(6)18 between 20:02:22 ¿ 20:03:14 and on (B)(6)18 from 00:55:36 until the end of the log file when the driveline was disconnected. Driveline fault alarms were active and coincident with yellow wrench advisory alarms at the time stamps of (B)(6)18 between 01:58:51 ¿ 14:52:15, (B)(6)18 between 23:04:02 ¿ 23:14:52, (B)(6)18 at 06:29:49, (B)(6)18 between 01:20:25 ¿ 04:51:56, (B)(6)18 between 08:44:27 ¿ 09:27:51, (B)(6)18 between 14:09:50 ¿ 23:26:20, (B)(6)18 between 00:07:02 ¿ 21:21:45, (B)(6)18 between 01:00:25 ¿ 06:01:14, (B)(6)18 at 13:08:53, (B)(6)18 at 11:53:46, (B)(6)18 between 06:06:33 ¿ 19:35:56, (B)(6)18 at 19:19:19, (B)(6)18 at 18:22:48, (B)(6)18 between 19:14:02 ¿ 20:07:59, and on (B)(6)18 between 00:55:36 ¿ 17:08:28. The system controller underwent preliminary and functional testing. The controller passed all tests and was able to support pump function over an extended period of time. The reported alarms were unable to be reproduced. Provided information indicated that the patient has known cosmetic damage to the driveline. The root cause for the low flow and driveline fault alarms was not conclusively determined through this analysis. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting the system controller that overheated and turned off. The referenced low flow/low speed/pump stoppage events potentially caused by driveline damage on lvad was reported on medwatch MFR report # 2916596-2018-05330. Approximate age of device - 5 years, 6 months the system controller was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was taken to the ER by ems with complaints of elevated blood pressure, shortness of breath and persistent low flow alarms. Ems noted that the driveline was kinked and "crimpled" and appeared to have a fractured area in it that they taped and secured with a plastic syringe. It was reported that the primary system controller was exchanged for the backup controller due to the primary controller overheating and shutting off. On arrival to ER, nursing reports that when the vad was connected to system monitor active driveline fault alarms were received. It was mentioned that there was cosmetic damage to the driveline's outer sheath with significant amounts of silicone tape applies. After the primary system controller was exchanged there were no further low flow alarms. The patient received medication to lower blood pressure and was "doing better". The manufacturer's technical service representative reviewed the submitted log files. The primary system controller log file captured multiple pump stoppage and low speed advisories between (B)(6) 2018 that appear to have occurred while the vad was connected to battery power. Between (B)(6) 2018, 78 yellow wrench advisories indicating driveline fault were observed. X-ray images of the driveline submitted for review showed areas of concern. On (B)(6) 2018, technical services representative arrived onsite for a driveline evaluation and replacement. A phase interrupter test revealed no open wires. A distal end driveline replacement approximately 2.5 inches from the exit site was performed. Post replacement, the vad was tethered to the power module using a normal patient cable without issue. Driveline fault resolved.